Event description:
1. Case: a 63 year old asian man was referred for cto pci due to severe angina despite medical therapy. The patient has a history of hyperlipidemia, hypertension, type 2 diabetes mellitus and coronary artery disease. He had undergone three vessel coronary artery bypass graft surgery (CABG) 13 years prior with left internal mammary artery (lima) to the left anterior descending (lad), and a sequential saphenous vein jump graft to the obtuse marginal (om) and the right coronary artery (rca). The patient had undergone coronary angiography 11 months prior which showed ctos of the proximal lad, the proximal left circumflex (lcx) and the proximal rca, patent svg to om with significant disease at the distal anastomosis and patent lima to one branch of a "dual" lad with an occluded rca limb of the sequential graft. The patient also underwent coronary computed tomography angiography (ccta) 2 months prior with similar findings. Ejection fraction was 60%. He continued to have progressive symptoms and a nuclear stress test demonstrated a large area of severe ischemia in the basal, mid, and apical anterior, inferior, lateral and septal walls. He was referred for complex pci. Right heart catheterization showed a right atrial pressure of 10 mmhg, pulmonary artery pressure of 32/12 mmhg with a mean of 23 mmhg, wedge pressure of 12 mmhg and fick cardiac index (ci) of 2.45 l/min/m2, hence no hemodynamic support was used. The goal was to first recanalize the native circumflex cto, followed by crossing of the lad cto to allow retrograde crossing of the native rca cto. Bilateral femoral arterial access was obtained with 8 french sheaths. The left main and svg graft were engaged with an ebu 3.5 and al1 guide catheters, respectively. The lcx cto had a tapered proximal cap, length of 10 - 15 mm, with a calcified and diseased distal vessel that was filling from the svg om graft. The lcx cto was successfully crossed using the retrograde approach through the svg om with a fielder xt guidewire (asahi intecc) through a turnpike lp microcatheter (teleflex), followed by externalization of an r350 wire. We utilized a sasuke dual lumen microcatheter (asahi intecc) to place two workhorse wires antegrade into the om and lcx and removed the retrograde equipment. We next attempted crossing the lad cto. Dual injection through the lima and the left main showed a cto of the lad with clear proximal cap with an approximate length of 15mm. The lad was successfully crossed antegradely with a gaia next 2 wire (asahi intecc) that entered a septal branch. Contrast volume at crossing was 110 ml and air kerma radiation dose was 0.443 gray. We used the sasuke to place a wire distally in the lad and then utilized the septal collaterals supplied by the lad to cross into the rca with a suoh 03 wire. Another 110ml of contrast and 1.032gray of air kerma radiation dose were used. The suoh 03was exchanged for a gladius mongo which entered the antegrade guide, followed by externalization of the r350. Predilatation was performed and ivus showed severe calcification which was treated with 120 pulses of intravascular lithotripsy (ivl). After deployment of two overlapping drug eluting stents (2.5 x 48mm distally and 3.5 x 30mm proximally) a large vessel perforation occurred in the mid rca, possibly due to calcification, which was treated with a 3.5 x 26mm pk papyrus stent. Due to residual proximal bleeding after prolonged balloon inflations, an additional 3.5 x 20mm pk papyrus stent was deployed proximally achieving hemostasis. The left main bifurcation was stented using the dk crush technique with the lcx as the main vessel with an excellent final result. Total procedure time was 261min and fluoroscopy time was 68.4min. The patient did not have a pericardial effusion on echocardiography and was discharged the following day. He remained angina and complication free during 8 month follow up.